Event description:
A healthcare professional (hcp) reported via manufacturer representative that during a procedure for thyroid surgery, when the electrode was used and attempted several times, the baseline could not be obtained at all. The device responded without problems in normal use of the probe. The possibility was seemed to be slim that the tube had anomaly. The procedure was completed with backup product. There was no patient impact. Since the baseline could not be obtained by stimulation with the electrode, the description with the stimulation probe was not given.

Manufacturer narrative:
H3: product analysis confirmed that visually, there were defects in the construction of the device. Functionally, all resistances of the electrodes were under the specified tolerance of 200 ohms, from end to end, except for the blue with white stripe electrode consistently surpassing specification. Under further investigation, when the tube was straight the resistance was within specification, but when bent, the resistance became unstable and out of specification. A review of the global complaint data showed no other similar complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.